Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information received via email from customer and attached by smiths medical in complaint on (B)(6) 2021: with it being a large quantity of pumps not working, I believe they had the problems before giving them to the patient to use. I do not think there is just one specific patient for each pump that had a problem. Also, when I was informed about the pumps not working, I tried to test them myself and got the same result.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device re-calibrated during preventative maintenance. There was also a reported air in line. It is unknown if there was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.